Manufacturer narrative:
The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified. As the lot number for the device was provided, a manufacturing review will be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during a stent graft deployment procedure via an ipsilateral approach access to treat a critical stenosis in the right iliac artery, after excessive force was encountered during an attempt to deploy the stent graft, the shaft of the delivery system allegedly broke and the stent graft allegedly failed to deploy from the delivery system. Therefore, the delivery system was removed from the patient without incident and replace with another to successfully complete the procedure. There was no reported patient injury.

Event description:
It was reported that during a stent graft deployment procedure via an ipsilateral approach access to treat a critical stenosis in the right iliac artery, after excessive force was encountered during an attempt to deploy the stent graft, the shaft of the delivery system allegedly broke and the stent graft allegedly failed to deploy from the delivery system. Therefore, the delivery system was removed from the patient without incident and replace with another to successfully complete the procedure. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint that has been reported for this corporate lot number to date. Investigation summary: the stent graft delivery system was returned for evaluation. The outer sheath of the delivery system was found fractured and the stent graft was found loaded within the sheath. Therefore the alleged difficulties reported by the customer, were confirmed. Based on the condition of the delivery system, in particular elongation of the outer sheath near the fracture site, increased deployment forces were encountered during the attempt to deploy the stent graft. Therefore, based on the information available and the evaluation of the sample returned, the reported issue was confirmed. A definite root cause could not be determined. Labeling review: in reviewing the current labeling supplied with this product it was found that the instructions for use (IFU) sufficiently address the potential factors. Regarding preparation of the device the IFU states that "prior to loading the vascular system over a guide wire, both ports must be flushed with sterile saline (...). Flushing these lumens will also facilitate stent graft deployment." Regarding the anatomy of the placement site the IFU states: "prior to stent graft deployment (...), ensure that the proximal stent graft end is positioned in a straight section of the lumen to reduce the risk of increased deployment forces and possible failure to deploy." The catalog number identified has not been cleared in the us, but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The 510 k number and pro code for the fluency plus endovascular stent graft products are identified.